Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported use error and device break issue were confirmed based on the condition of the returned device. It should be noted that the perclose proglide electronic instructions for use, states: step 6: using your thumb as a fulcrum on the handle, gently disengage the needles by pulling the plunger assembly back (in the direction marked #3) and completely remove the plunger and needles from the body of the device. One suture limb will be attached to the anterior needle. The posterior needle will be free of suture. Pull back on the plunger until the suture is taut, which confirm that all sutures have been fully retracted from the body of the device. Step 9: relax the device and then return the foot to its original closed position by pushing the lever (marked #4) down to the body of the device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to user error and the subsequent patient effect and treatments appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the physician closed the foot prior to removing the needle plunger and the body of the device cracked. The device was able to be removed and there was no vessel damage noted. Additionally, no portion of the device remained in the patient anatomy. The sutures of three new proglide devices were successfully pre-placed. The sheath was upsized to a 16f and the tavr procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.